Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat grade 4+ degenerative mitral regurgitation (dmr), leaflet thickness, annular dilatation, with bi-leaflet posterior prolapse. The first clip was deployed successfully on medial anterior2-posterior2 leaflets. A second clip was deployed successfully with significant mr reduction. Approximately 10 minutes later, it was noted the second clip had a single leaflet device attachment (slda), and the posterior leaflet was detached. The clip was well-attached to the anterior leaflet. A third clip was thought to be too risky due to the lateral leaflets assessed as not suitable to grasp. The patient was stable with final mr grade of 2+. There were no adverse patient effects reported or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, the reported slda per the physician is related to patient conditions (leaflet thickness and annular dilatation). There is no indication of a product issue with respect to manufacture, design or labeling.